Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the right coronary artery (rca). The patient presented with chest discomfort. A cardiac examination revealed myocardial infarction (mi) and blocked rca. A taxus stent was implanted. The patient was instructed to take, and did take, plavix for at least 12 months following stent implantation. One year and two months post the stenting procedure, the patient suffered a myocardial infarction due to thrombosis in the rca stent. The patient underwent thrombectomy and further stenting.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.